Manufacturer narrative:
H10: the device was received for evaluation. The device was powered up successfully without any alarms. A short simulated therapy was successfully completed without any delays or alarms. The amia device did not create a shock condition to the hands when the machine prompts were completed during the simulated therapy. An external and internal inspection was performed and found all electrical connections secure and correct. An inspection of the power entry module found no issues. The power cord was not provided for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The device was determined to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient and caregiver were being ¿shocked¿ by an amia v2.0. During peritoneal dialysis therapy while the patient was connected, the patient felt a shock "through the room". The patient and caregiver stated they are being shocked by the cycler when it is plugged in. They stated it feels worse when the cycler is on; when they leave the house they do not have any symptoms. There was no report of medical intervention associated with this event. No additional information is available.